Manufacturer narrative:
Initial and final MDR (B)(4). Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaks on the tubing. The infusion set was in use on same day leak happened just a couple of hours. No further information available.